Event description:
A caller reported a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer had previously experienced similar alarms with the pump, and the issue did not occur during the load process. Technical support resolved the issue by arranging to send a replacement pump with updated software. They instructed the caller to use a backup insulin pump while waiting for the replacement. The caller was given instructions on how to store the old pump and return it to tandem to avoid charges. Additionally, the caller needed to program their settings and connect their cgm to the new pump. The caller understood and acknowledged all instructions.